Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, camera head communication error was sometimes showing on monitor screen when the camera head was connected with processor. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that scope communication error e219 was displayed on the monitor screen instead of the endoscopic image. This was due to a defect in the cable of the camera head. After replacing the cable, the error had resolved. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that no error was displayed. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by local service department, omsc presumed that the reported phenomenon occurred due to cable break.